Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer, ensuring the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arises again, and the customer understood these instructions.